Manufacturer narrative:
(B)(4).it was reported that the patient did not enter fingerstick values into the cgm device promptly and accurately. The dexcom g4® platinum continuous glucose monitoring system user's guide states: to calibrate the system, enter the exact blood glucose value that your blood glucose meter displays within 5 minutes of a carefully performed blood glucose measurement. Entering incorrect blood glucose values or blood glucose values from more than 5 minutes before entry might affect sensor performance, and you might miss a low or high blood glucose value.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Calibration was not performed correctly. At the time of contact, no injury or medical intervention was reported.